Event description:
The following has been reported: biomed reported: "red service needed error patient harm: no". (B)(6) 2026- biomed reported that they are unable to pull logs. Ims displays "pump log request failed" even though pump is connected and on. A preliminary review identified the following issue: fail stop, cause unknown. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.